Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient's implantable cardiac defibrillator (ICD) delivered an alert notifier for capacitor long charge time and charge time reached. During device maintenance, an audible pop sound was heard. The ICD was explanted and replaced. The patient was stable.